Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized with a pericardial effusion. Diagnostic imaging was performed and revealed that the left ventricular lead had been implanted by passing it through the patient's patent foramen ovale. The lv was explanted and the patient was stable following the procedure.